Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer was vomiting and nausea. It was stated that the customer's glucose reading was 200mg/dl in the morning. The customer treated with 12 units at noon and her glucose level went up to 581mg/dl, and then the customer treated with 17 units. It was stated that the customer felt sick in the evening and contacted her doctor who recommended going to the hospital. Troubleshooting was performed. The displacement and left test were performed and the tests passed. It was stated that the customer changes the infusion set every four days. The time and day were correct. No further info was provided.